Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed crease sharp on posterior assessed as fold flaw opening. ¿ inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported a patient experienced the event of left side ultrasound findings compatible with: ¿intracapsular rupture of the left implant, observing focal separation of the fibrous cover and the prosthetic capsule at the level of ucint and csi, with heterogeneous material interlayer¿ and ¿hyalinized fibrous tissue compatible with capsule wall. Foreign body reaction (silicone).¿ device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Corrected data: a2, e3, h6.

Event description:
A healthcare professional reported a patient experienced the event of left side ultrasound findings compatible with: ¿intracapsular rupture of the left implant, observing focal separation of the fibrous cover and the prosthetic capsule at the level of ucint and csi, with heterogeneous material interlayer¿ and ¿hyalinized fibrous tissue compatible with capsule wall. Foreign body reaction (silicone).¿ device has been explanted and replaced with a non - allergan device.

Manufacturer narrative:
Continued h.6 health effect - impact code: f2201 biopsy, f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. -inflammation/irritation: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reports signs of intracapsular rupture . This relates to the left side. Device has been explanted and replaced with a non - allergan device.